Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod leaking insulin during wear was also reported. When removed from the infusion site (back), the pod's cannula was found bent. Ketones were checked and found to be high. As treatment, corrections were administered and a new pod was applied.

Manufacturer narrative:
No bends nor kinks were observed to the soft cannula. A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed.